Event description:
Pt called back stating they need help setting up the controller. During call pt set up the controller. The pt plugged the controller into the ac power supply and the green light was the ac power supply and the controller was recharging. Patient called back with a question on their charging status. Patient asked if it was normal for the charging of the controller and implant to be taking so long; agent reviewed controller and implant charge duration with patient. Patient noted that they started at 30% charge for their controller and 50% charge for their implant; patient stated that since starting charging that both the controller and implant are at 40% charge. Patient stated that they see that their implant was recharging and was just making sure that their charge duration was normal. Patient noted that the top white button on the new controller was hard to push. Pt called in and reported now that they got their replacement controller they are having difficulties getting them to keep a strong connection to the controller. Pt stated that they will lose connection when they move the cord around without moving the paddle from the implant. Pt stated they have to set the con troller very carefully or hold it to get it to charge. An email was sent to repair to replace the a/c power cord and recharger(exchange). Pt called back and confirmed their daughter received the package. Pt won't get there until a couple of days later. Pt called to ensure we ordered 2 parts. Reviewed both cords were ordered.

Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial#(B)(6), product type: programmer, patient product ID: 97755, lot# serial#:(B)(6), product type: recharger. H3: analysis of the 97745 controller ptm (s/n#:(B)(6)) revealed a cracked front case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they thought the battery pack was giving them issues. Pt said that thursday night they were recharging the ins and they recharged the ins up to 70% or 80%, but when they plugged the controller into the ac power supply to charge the controller back up, the controller wouldn't charge. Pt said that they put aa batteries in the controller and the battery level then read as 100%, however they couldn't charge. Agent reviewed the differences between using aa batteries and the lithium battery pack in the controller with the pt. Pt confirmed that the ac power supply green light was on. Pt saw no apparent damage to the equipment anywhere. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; the controller did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt noted during the call that they were recovering from knee replacement surgery at their daughter's house.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: 97745 intellis controller ptm: s/n#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.